Manufacturer narrative:
Philips investigated this complaint. The clinical team completed the procedure successfully. Philips checked the system on site and confirmed that the safety chain used to prevent the c-arm cover from falling was intact. The cover was reattached and the system was returned to use in good working order. Since then, the issue has not reoccurred. Philips has opened an investigation as a follow up for the noted complaint. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
It has been reported to philips that the cover of the l-arm came loose. The cover was retained by a safety chain, which prevented the cover from falling off. No harm was reported to philips. Philips has started an investigation for this complaint.